Event description:
New information states that the lead was explanted due to high threshold. There were no symptoms and the patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular lead was explanted and replaced for an unreported indication.